Event description:
Information received by medtronic indicated that the customer reported a crack in the case. The customer reported no adverse events. The event involved product(s) mmt-1886. Troubleshooting was performed, and the customer confirmed the location of damage was the pump backside. No harm requiring medical intervention was reported. The customer discontinued using the insulin pump, and mmt-1886 was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The test p-cap does not lock properly in place in the reservoir compartment noted. The pump was received with minor scratches on lcd window, scratched case, battery tube threads-cracked, cracked keypad overlay, cracked case (corner of belt clip rails), broken reservoir tube lip, partially broken retainer, serial number label missing and missing reservoir tube o-ring. Unable to perform the functional testing due to the partially broken retainer and broken reservoir tube lip. In summary, the pump was received with a broken reservoir tube lip, partially broken retainer and missing reservoir tube o-ring. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.